Event description:
This supplemental report is being filed to update the device observation codes.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the elective procedure to replace this patient's device, this right ventricular (rv) lead exhibited pacing impedance measurements of 214-220 ohms. The lead was removed from service and replaced during the same procedure. No additional adverse patient effects were reported.